Manufacturer narrative:
The investigation determined there was an igg interference factor in the patient sample. An excess of a high molecular weight interferent in the sample may lead to falsely elevated troponin t hs values and/or differences between the applications. Per product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). E1 initial reporter establishment name: (B)(6). The alleged sample was returned for investigation. The investigation tested the returned sample and the result was 276 pg/ml. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on a cobas e 801 analytical unit. The sample results with the 9-minute application were: the initial result was 187 pg/ml and the repeated results were 185 pg/ml and 199 pg/ml. The sample results with the 19-minute application were: the initial result was 265 pg/ml and the repeated results were 270 pg/ml and 273 pg/ml.